Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 the issue was resolved by discontinuing use of the fiber optic (fo) sensor after multiple unsuccessful attempts to regain the fo arterial pressure (ap). The fo connector was disconnected from the cardiosave, and intra aortic balloon pump therapy was continued using a transduced arterial pressure that was present, properly zeroed, and deemed adequate for ongoing therapy. Therapy was not interrupted, and no harm or injury to the patient was reported. The reporting clinician confirmed that the patient remained stable throughout the event. Causes of a sensor failure: a sensor failure can result from the following: optical sensor kink. Break in sensor. Connector issue.

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6) rn called into emergency support program line to request support with a fo sensor failure of a sensation plus 8fr 50cc intra-aortic balloon pump(iab). She states she is calling to acquire the transduced ap. All attempts at regaining the fo ap are unsuccessful. Esp team directed her to disconnect the fo connector from the cardiosave and continue therapy with it unplugged. A transduced ap was present, zeroed, and adequate for continuing therapy. She states no harm to patient or interruption of therapy. (B)(6) thanked esp team for the guidance and would like a biohazardous catheter return kit sent to her unit so the iab can be returned for inspection. She states this incident occurred when the patient stood up out of the bed.